Event description:
Report received of an over-delivery of haldol due to operator error in programming the pump. The customer contact reported that the pump was programmed incorrectly. The pt was to receive haldol 5mg/ml in a total volume of 48ml in the continuous mode to deliver 2mg/hr. It was reported that the pump was initially programmed in the ml/hr mode at 5ml/hr (25mg/hr). When the rn checked the pt, the pt was sleeping in no reported distress, and approx 10ml were left in the bag. It was not known how long the pt was receiving the haldol at 5ml/hr (25mg/hr). The pump was reprogrammed in the continuous mode in mg/hr to deliver the ordered amount of 2mg/hr. There was no reported adverse pt event. No medical interventions were reportedly required. Though requested, no further info was available.